Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. The reason for call was that the caller reports that they have been going to the bathroom every 20-30 minutes for the last 2 days. The caller reports no falls or trauma, but noted that they are a couple pounds heavier because they can't exercise. They recently had a urolift implant and were told they would be going to the bathroom more, but that was 2 weeks ago. Helped caller connect to implant and they are seeing device not responding. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. The caller does not recall exactly the last time they connected with the implant but think it was a couple months ago. There was no indication of a low battery. The caller noted that it took them some time to find the right settings for them after implant, but once they did, they did not do much a djusting. Confirmed with the caller that they were using the correct app, communicator was not plugged in, caller could feel the device under the skin. Attempted repositioning and caller was encountering the same message. Redirected to hcp. The caller noted that the hcp told them the device would last 5 years. Explained the role of settings in device longevity.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.